Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Provide the lot number for the product code you reported.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was used. It was also reported that there was a lack of traceability labels on the product. Additional information has been requested.